Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis reservoir removed and replaced with a 100 ml reservoir due to an unspecified reason. No patient complications were reported in relation to this event.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) reservoir removed and the rest of his ipp deactivated while the patient underwent an operation to repair a right inguinal hernia with some possible necrotic bowel after the initial placement. Later, a new reservoir was placed and the patient's device was activated. It was added that the patient is healing nicely with no complications. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) reservoir removed and the rest of his ipp deactivated while the patient underwent an operation to repair a right inguinal hernia with some possible necrotic bowel after the initial placement. Later, a new reservoir was placed and the patient's device was activated. It was added that the patient is healing nicely with no complications.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis and added coding for necrosis.

Event description:
It was reported the patient had his inflatable penile prosthesis reservoir removed and replaced with a 100 ml reservoir due to an unspecified reason. No patient complications were reported in relation to this event. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.